Event description:
Additional information received reported that the patient continued to have concerns with the device/therapy, but had not sought further help.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2009, programmer model 37743, serial # (B)(4).

Event description:
It was reported there was a loss of therapeutic effect after the patient was hit by a car in (B)(6) 2011. The patient was a pedestrian and the car hit the patient on the side where the device was implanted. Since the car accident, the patient had to double the amplitude but still did not have effective pain relief. The patient tried reducing the amplitude on the device, but then the patient became ''very'' dizzy. Additional information has been requested, a follow-up report will be sent if additional information becomes available.